Manufacturer narrative:
A supplemental MDR is being submitted due to corrected data. Section b1 has been updated. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04017. 2015691-2021-04018. 2015691-2021-04019. 2015691-2021-04020. 2015691-2021-04021. 2015691-2021-04022. 2015691-2021-04023. 2015691-2021-04024. 2015691-2021-04025. 2015691-2021-04026. 2015691-2021-04027.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. The dates of the events are unknown; however, according to the article the study period was between january 2012 and june 2021. For this reason, the first day of the reported study period (01 january 2012) was used as the occurrence date. In this case, the exact valve model number is not available. Therefore, sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 edwards sapien transcatheter heart valve; p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system reference article okuno, taishi, et al. 5 year outcomes with selfexpanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli. Cardiovascular interventions 16.4 (2023): 429440. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification,leaflet tear tearing from the stent posts, leaflet retraction, suture line disruption of components ofa prosthetic valve, thickening, stenosis), and device degeneration are known potential risksassociated with bioprosthetic heart valves. The IFU cautions that accelerated deterioration of thevalve may occur in patients with an altered calcium metabolism. Long term durability has notbeen established for the valve. Regular medical follow up is advised to evaluate valveperformance.structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svdmay be mild and not require any intervention or it may be moderate to severe. It can cause theheart to work harder to eject blood from the ventricle. Depending on the severity it could be anindication for valve replacement or medical intervention. Tissue calcification is a very commonfailure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fullyunderstood. Many factors can contribute to the onset and propagation of calcification includingpatient related (e.g., patient age, disease state, immune status, and other co morbidities),pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may bepredisposed to bioprosthetic calcification.during the manufacturing process, all sapien thv valves are 100 percent visually inspected fordefects and 100 percent functionally tested for proper coaptation under physiological backpressureconditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturingdefect or device malfunction contributed to the event.in this case, there was no allegation or indication a product malfunction contributed to thisadverse event. Investigation results suggest based on the limited information provided in the article the cause could not be determined. A review of edwards lifesciences risk management documentation wasperformed for this case. The reported event is an anticipated risk of the transcatheter heart valveprocedure, additional assessment of this adverse event is not required at this time.complaint histories for all reported events are reviewed against trending control limits monthly,and any excursions above the control limits are assessed and documented as part of thismonthly review. As such, neither a product risk assessment, nor corrective or preventativeactions are required at this time.

Event description:
As reported by an edwards lifesciences affiliate in switzerland, through review of medical article 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli, corresponding author thomas pilgrim, the following event(s) was/were identified as pertaining to an edwards device. All patients undergoing tavr at (B)(6) hospital. The present analysis included consecutive patients with an aortic valve annulus area less than 430 mm2 who underwent transfemoral tavr with either a medtronic self expanding (supra annular) thv or an edwards balloon expandable (intra annular) thv between (B)(6) 2021. There were 4 patients with an unknown sapien valve implanted presented a structural valve deterioration. 3 of them before 1 year after the procedure, and 1 patient between 1 year and 5 years after the procedure.

Manufacturer narrative:
The device remains implanted in the patient. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The reported event was unable to be confirmed due to unavailability of relevant imagery and/or medical report. Due to unavailability of valve serial number, DHR review was unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g., patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Due to insufficient information provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.